Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer, after the customer removed the harbor pin from the package, he found that the extension tubing was separated from the interface part. Cannot be used.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged infusion set was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a 22ga x 0.75¿ powerloc safety infusion set without y-site. The luer was completely broken/detached from the extension tubing. It could not be determined if any tubing fragment remained within the luer. No obvious use residues were observed. Damage was evident in the provided photograph; however, the photograph was insufficient to identify the cause of the damage. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time.

Event description:
It was reported by the customer, after the customer removed the harbor pin from the package, he found that the extension tubing was separated from the interface part. Cannot be used.